Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During procedure (prepped on back table), it was observed that aspirate/flush without was good but had a large amount of air was observed when aspirating with catheter. The device was replaced. The procedure was completed by using different device (same model). No patient complication was observed. The device is expected to return for analysis. It was further reported that no abnormalities were noted during preparation or use of the sheath. A catheter (non-boston scientific) was inside the sheath prior or at the time. Air was noted with no devices in sheath as well. Irrigation was performed using smart ablate pump through the sheath at 30 ml. No leak was noted. No air was noted in the patient. Additionally, fawawave was never introduced,

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During procedure (prepped on back table), it was observed that aspirate/flush without was good but had a large amount of air was observed when aspirating with catheter. The device was replaced. The procedure was completed by using different device (same model). No patient complication was observed. The device is expected to return for analysis. It was further reported that no abnormalities were noted during preparation or use of the sheath. A catheter (non-boston scientific) was inside the sheath prior or at the time. Air was noted with no devices in sheath as well. Irrigation was performed using smart ablate pump through the sheath at 30 ml. No leak was noted. No air was noted in the patient. Additionally, fawawave was never introduced.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection identified tears on the internal valve, resulting in the reported visible air/bubbles allegation. Leakage test observed a leak from the hemostatic valve. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk assessment: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tear on the internal hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During procedure (prepped on back table), it was observed that aspirate/flush without was good but had a large amount of air was observed when aspirating with catheter. The device was replaced. The procedure was completed by using different device (same model). No patient complication was observed. The device is expected to return for analysis.